Event description:
A 23mm trifecta tissue valve was implanted on (B)(6) 2011 due to symptomatic calcified aortic stenosis. Three years later, the patient was hospitalized from (B)(6) 2014 with dyspnea, orthopnea and chest tightness for several months. An echo showed aortic insufficiency and a 60% left ventricular ejection fraction. On (B)(6) 2014, the patient had a valve in valve procedure with a tavi device that was complicated by a pleural effusion post-procedure. The patient saw improvement in her congestive symptoms and continues to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
A 23mm trifecta tissue valve was implanted on (B)(6) 2011. Three years later, the patient was hospitalized from (B)(6) 2014, the patient had a valve in valve procedure with a tavi device that was complicated by a pleural effusion post-procedure.